Manufacturer narrative:
The device was returned for analysis. The difficult to open or close, product quality problem, and noise were not confirmed. The difficult to remove is related to case conditions and cannot be replicated in a lab environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported that the device was removed from the patient with the foot open (force). It should be noted that the electronic perclose prostyle instructions for use (IFU) states, ¿do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contribute to the reported difficulties. The cause of the reported difficulties and the subsequent treatments appear to be related to circumstances of the procedure. In this case, it is likely that there was an interaction with patient anatomical condition and the vessel causing likely (not reported cuff miss inducing the sound and feel experience. Tissue interference could cause the foot to capture the tissue or surf distally locking the foot open. In this condition the difficult to remove occurs and the removal by force with the foot open can cause tissue damage as reported. The patient effect of tissue injury is listed in the electronic perclose prostyle IFU as a potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure with three prostyle devices via an 18f sheath. Reportedly, the feel and sound when deploying the plungers were unusual. The foot plates would not retract completely, leading to difficulty removing the devices. The devices were pulled out with force which increased the size of access [made the arteriotomies larger]. The use of prostyle devices and the pre-close technique were abandoned. The use of an 18f sheath was continued and the tavi procedure was completed. Hemostasis and arteriotomy repair was achieved surgically. A clinically significant delay was reported. Patient status was reported to be good post procedure. No additional information was provided.

Manufacturer narrative:
H6- device code 2017 clarifier: excessive force. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 were previously filed under separate medwatch report numbers.